Event description:
Reference manufacturing number: 2135147-2020-00012. On (B)(6) 2019, a 16mm amplatzer septal occluder (asd) was selected for implant. When the device was deployed and ready to be released, the device was unable to be released from the delivery system. Another delivery system was used, but the issue persisted. Another 16mm asd was used and the device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was a slight delay in the procedure. The patient is stable and discharged.

Manufacturer narrative:
Additional information for: the reported event of difficulty releasing the device from the delivery cable could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
An event of inability to release the device from the delivery cable was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.